Event description:
It was reported that the device was explanted and replaced due to premature eri.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed based on programmed settings and usage data and the device was found to meet its overall longevity requirement. However, the battery voltage went from 2.55v to less than 2.20v in one month. The battery was sent to the manufacturer and no anomaly was found. The cause of the battery depletion remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.